Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on the cobas e 411 immunoassay analyzer (e411). The erroneous initial result was reported outside of the laboratory. A first sample was collected from the patient and resulted as 57.37 miu/ml on (B)(6) 2017. A second sample was collected from the patient and resulted as 32.24 miu/ml on (B)(6) 2017. A third sample was collected from the patient and resulted as 5446 miu/ml on (B)(6) 2017. The patient was receiving treatment for in vitro fertilization and is now pregnant in the first trimester of pregnancy. The physician asked for a confirmation of the sample result from (B)(6) 2017. The second sample was repeated and resulted as around 500 miu/ml. The patient was not adversely affected. The hcgb reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
As part of the investigation, the customer provided a database from the instrument containing test results for approximately 1121 patient samples. Regarding the provided data, the customer did not allege any other discrepant results. A roche field specialist went to the account to obtain further data and noticed that the 32.24 miu/ml value for the complained sample from (B)(6) 2017 was actually a progesterone value. It was determined that the customer made an error when manually transferring the value to their laboratory information system. The actual initial value from the sample was 555.6 miu/ml accompanied by a data flag. The sample was repeated on (B)(6) 2017, resulting as 512.0 miu/ml accompanied by a data flag. There was no malfunction of the device.